Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A medwatch was received from the FDA, on (B)(6) 2023, reporting that a patient experienced a dissection of the superior vena cava (svc), from an angiodnamics j-wire. This occurred during an implant procedure and the patient required insertion of a chest tube. The reporter has chosen to remain confidential; therefore, no further details are available. The product upn, lot number, facility ID or contact details were not provided; therefore, good faith efforts to obtain additional details is not possible.

Manufacturer narrative:
**UDI related data quality updates only** angiodynamics received a voluntary user medwatch report on october 27, 2023, reference mw5146757. The report did not include any product identifying information other than the product code dqx. No UDI or lot number was provided. Therefore, when submitting the initial (nov. 13, 2023) and final medwatch (nov. 17, 2023) reports for this event, reference (B)(4), we were unable to provide the product UDI information requested in box d4. "Unknown" was inserted in place of the catalog and lot number on the initial report. The e-submitter program does not allow for "unknown" to be added therefore it was left blank. The report did not contain any contact information and was indicated in the "initial reporter" box that the initial reporter wished to remain anonymous. Without any contact information, we were unable to follow up with the reporter to obtain the product UDI or any additional product information. This information was provided in box b5 of the initial report. Reference (B)(4). Correction: added statement **UDI related data quality updates only** per FDA notification request. It was inadvertently not included on the report submitted july 12, 2024.

Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. No DHR review was conducted since there was no reported lot number and ship history report lot review was not performed since item number and the customer are unknown. The reported complaint description of vessel perforation cannot be confirmed given the patient centric nature of this serious adverse event (sae). There was no report of guidewire malfunction during the procedure, e.g. Unraveled or tip detached. It is unknown what type of device was being implanted. No guidewire sample was returned. Without receiving the guidewire sample for evaluation, a definitive root cause for this incident cannot be definitively determined. End user technique in advancing the guidewire through the vascular may be a contributing factor. Reference (B)(4).